Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 ultra resilia valve in the mitral position via transseptal approach. The valve was successfully deployed. Upon 16 fr esheath removal, a piece of esheath plastic was missing from the tip.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to d.9 returned to manufacturer and h.3 device evaluated by manufacturer, h.6 device code and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Distal tip torn radially and a portion is missing (separated) and not returned. Relevant imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaints were confirmed based on the evaluation of the returned device. Available information suggests procedural factors (improper tip expansion and high push/withdrawal forces) likely contributed to the event as the distal tip was observed to be torn radially and portion of the distal tip was missing. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. High push forces applied to overcome resistance during system advancement can contribute to tip tearing and subject it towards separation. High withdrawal forces during retrieval of ds/crimped thv may promote separation of torn tip if compounded with non-coaxial withdrawal angles. Torn tip may also catch on access vasculature during sheath removal, leading to sheath retrieval difficulty and/or the possibility of distal-tip separation via high withdrawal forces. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.